Event description:
It was reported that a flow regulator set had deformed tubing. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed and identified sealed tubing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an operator error during the manufacturing process that resulted in the packaging machine sealing the tubing. In order to address this condition, a mechanism that detects caught tubing was installed, and operators were made aware of this issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.